Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The device was visually and microscopically inspected (using the clemex intelligent microscope). Visual inspection noted a damaged patient adapter indicative of tool use(cosmetic in nature only). The device was functionally tested per product specifications (leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, and uv spike diameter measurement performed). The device was tested under fluid pressure as well as simulated use tested. There was no failure detected, as the device passed all tests and performed within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a transfer set patient connector disconnect from the silicone tubing during use. The transfer set had been in use for 4 months. The home patient was connected at the time of the event, however it is unknown what cycle of peritoneal dialysis therapy the reported event occurred at. There was no patient injury or medical intervention associated with this event. No additional information is available.